Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Review of the device history records found lot was manufactured to specification. No anomalies identified. No specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient underwent surgery for repair of a ventral hernia. As reported, the patient's hernia was repaired with a bard/davol large oval composix kugel patch, reference number (B)(4), lot number 43bnd268. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed. As reported, the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Review of the device history records found lot was manufactured to specification. No anomalies identified. No specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 7 months post implant of composix kugel mesh, patient was diagnosed with infection, seroma, impaired healing, hematoma, adhesion and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, seroma, hematoma and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient underwent surgery for repair of a ventral hernia. As reported, the patient's hernia was repaired with a bard/davol large oval composix kugel patch, reference number 0010202, lot number 43bnd268. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed. As reported, the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with large ventral hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "small pieces of prosthetic material was identified and removed. A moderate defect was found superior with incarcerated omentum. Two fascial defects were joined to a single defect. Large amount of fat were excised, a composix kugel mesh was sewn circumferentially." (Note, there was visualization of previous unknown mesh). (B)(6) 2012 - patient was diagnosed with chronic seroma cavity at periumbilical hernia site thereby underwent removal of mesh. (Note, no operative notes provided in medical record). (B)(6) 2014 - patient was diagnosed with non healing wound thereby underwent exploration of wound and removal of residual mesh. Per operative notes, "the area of nonhealing wound was supraumbilical. The area of scarred tissue was lifted and the fascial defect from prior mesh removal was noted. A rim of mesh was seen and excised completely. Panniculectomy was performed. Wound vac was placed." Attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, other organ perforation, pain, seroma and emotional injuries. It is also alleged that the patient had additionally endured surgeries on (B)(6) 2012 for an I&d of abdominal wound fluid and wound vac placement, and on (B)(6) 2014 for a nonhealing abdominal wound with enterocutaneous fistula.